Event description:
Pump was on a pt. Overinfusion of heparin on channel b. Investigation to date points to a programming error. Programmed in drc and drug amount was entered incorrectly as 2,500 units instead of 25,000 units resulting in an incorrect rate of 180 ml/hr. Pt's cardiac cath had to be postponed until the next day. Hosp concluded that this was due to a programming error by the nurse.